Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump. The reporter stated that they have had episodes where the pump just turns off and has caused major hypotension. The batteries have had to be replaced frequently according to biomed. The customer also stated that each pump requires its own plug and 8 pumps are running in a room, they quickly run out of plugs, and batteries can die. The customer also stated that this is a trip hazard for staff.